Event description:
Pt states the test strips are defective, it takes him 3 to 4 strips before it works, he is a doctor and says he is using it properly. Doses, frequency and route used: use four times a day. Diagnosis: diabetes.